Event description:
Customer reported an incident where a failure was discovered during arps section of the self-test. Voltage was erratic at all times when measured from the protective board. No blood loss or pt injury reported.